Event description:
Information was received from the patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. The patient reported they were in the middle of a custody battle with her daughter and son in law and she was not able to get back to (B)(6) to have the pump filled up. Patient stated the last time 2015 the pump malfunctioned it beeped and aggravated the crap out of her and they had to reset the pump. Patient said the first pump malfunction was when they walked by something and the pump started beeping. Patient stated they did not want the pump to alarm because they could not get back to (B)(6) to refill the pump and like to know if they could get someone to turn off the alarm. Agent confirmed the pump was not alarming currently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.